Event description:
It was reported that a large volume infusor had leaked into its sealed overpouch. This occurred after filling. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). A photograph of the device has been received. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was manufactured june 6, 2014 to june 7, 2014. Evaluation summary: the sample was not available for evaluation; however, the customer did provide a photograph of the sample. A photographic inspection identified fluid inside the bag that contained the device. Visual inspection also revealed that the distal luer was detached from the tubing. The leak was determined to have been caused by the detached luer. This issue is currently being addressed through a CAPA. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.